Manufacturer narrative:
The reported events of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix found extended with traces of blood / body fluids. Final analysis found the helix was bent consistent with procedural damage. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed the rv lead dislodgement. During the lead repositioning procedure, it was observed that the torque wrench was unable to remove the set screw from the header. A new torque wrench was used to continue the surgery. Additionally, the set screw and grommet were detached from the pacemaker. The pacemaker and the rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.